Event description:
The patient failed to show up for his pump refill apointment in 2008. He was contacted by the hospital repeatedly to request that he comes in for the refill, but he still did not return to the hospital. It was noted by the attending physician that the patient chose not to return to the hospital because "everything is working fine". Two months later, the patient experienced convulsions. He was brought into the hospital by his family and was seen on an emergency basis by the night doctor on call. It was noted that the patient appeared alert, but soon started convulsing. The convulsions were stopped with intravenous cercine. Four days later, the pump was refilled. The patient was discharged; the patient recovered from the "withdrawal symptoms" as of 2008.